Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for system component anomaly was confirmed empirically based on previous related device's evaluation and engineering study. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during device preparation, fluid was observed in the esheath flush port upon removal from packaging''. Evaluation of the returned device did not show liquid substance inside the flush tube nor the stopcock; therefore, ftir analysis was unable to be performed. However, previous similar complaints investigations identified the potential fluid to be consistent with silicone component that is a part of the esheath. During esheath manufacturing, this silicone material is incorporated into two different locations: (1) hemostatic valve stack (inside of housing) and (2) three-way stopcock. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube. As the stopcock component comes pre-assembled with silicone from supplier, a scar has been initiated for further investigation. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, regarding a 23mm sapien 3 ultra transcatheter heart valve implant procedure in aortic position by transfemoral approach, during device preparation, fluid was observed in the esheath flush port upon removal from packaging. A new esheath was used and the procedure was completed successfully without issues.